Manufacturer narrative:
The complaint was escalated for technical investigation, which revealed that the damaged front casing should be replaced to prevent potential equipment damage. Based on the available information and conducted testing, the reported problem was confirmed to be a damaged front casing. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips bench repair personnel and has been investigated by the philips complaint handling team. Philips received a complaint regarding the efficia dfm100, which indicated a broken case. The device's usage at the time of the event is unknown; however, there were no reported instances of patient harm. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.